Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a serious injury or death.

Event description:
Reporter indicated that the hp jordana handheld was no longer holding charge and that even when the handheld is plugged in and "charged", as soon as it is unplugged, it experiences problems. Good faith attempts are being made to return the product for analysis.